Event description:
New information received stated that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited an episode of non sustained right ventricular oversensing. It was noted that the strips showed biventricular loss of capture, followed by an escape r-wave that did not match the far-field discrimination channel. It was also mentioned that this was not a lead problem. Further evaluation was still discussed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, episodes of right ventricular oversensing were noted. There was also a concern about intermittent loss of biventricular capture. It was discussed to further evaluate patient's device function, specifically the biventricular capture. The patient was stable. No further information was reported.